Manufacturer narrative:
The instrument lot number was not provided by the site, therefore, the UDI is unavailable. The instrument was not returned, therefore, no analysis was conducted. The instrument manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the passive planar was bent. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information provided. Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the passive planar probe would not verify.